Event description:
Name of procedure: lap chole surgery. Event description: hospital name: [name redacted]. No information until the time of creating this pcf (product complaint form). Additional information received via email from our field team on november 3, 2025: how was the device being used/what action was being performed when the event occurred? Clipping cystic duct & cystic artery in lap chole surgery. Describe the event, including any relevant information that might impact the investigation the clip applier loaded the first clip, after that it failed to load another clip, they had to press it 2 - 3 times at least to have another one successful clip loaded. At the time of collection, the nurse was demonstrating to me how they were using it during the surgery & what was happening & again it failed to load the clips. Was there any clinical impact to the patient as a result of the event (e.g. Clinical signs, symptoms, conditions, or overall, health impact)? If so, please explain no impact was there. How did the user resolve the situation (e.g. Was the device replaced or was additional intervention required)? They opened another ca500 & it worked well! What other instruments (if any) were used when the complaint event occurred? Laparoscopic reusable grasper. Additional information received via email from our field team on november 6, 2025: the incident happened during treatment while trying to clip cystic artery & cystic duct. Intervention: they opened another ca500 & it worked well! Patient status: no impact was there.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainants experience of clips not loading into the jaws. Visual inspection was performed where excessive lubricant and damage to the trigger was observed. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device. The excessive grease observed may increase the probability of the clip not loading into the jaws if the device was rapidly actuated. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: lap chole surgery. Event description: hospital name: [name redacted]. No information until the time of creating this pcf (product complaint form). Additional information received via email from our field team on november 3 2025: how was the device being used/what action was being performed when the event occurred? Clipping cystic duct & cystic artery in lap chole surgery. Describe the event, including any relevant information that might impact the investigation the clip applier loaded the first clip, after that it failed to load another clip, they had to press it 2 - 3 times at least to have another one successful clip loaded. At the time of collection, the nurse was demonstrating to me how they were using it during the surgery & what was happening & again it failed to load the clips. Was there any clinical impact to the patient as a result of the event (e.g. Clinical signs, symptoms, conditions, or overall health impact)? If so, please explain no impact was there. How did the user resolve the situation (e.g. Was the device replaced or was additional intervention required)? They opened another ca500 & it worked well! What other instruments (if any) were used when the complaint event occurred? Laparoscopic reusable grasper. Additional information received via email from our field team on november 6 2025: the incident happened during treatment while trying to clip cystic artery & cystic duct. Intervention: they opened another ca500 & it worked well. Patient status: no impact was there.